Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of missing piece from reservoir. The customer states there is a chunk missing from the reservoir compartment that may have been cause because of overturning. The customer's blood glucose level at the time of incident was 507mg/dl. The customer was advised to discontinue use of the device and that it would need to be replaced. The device is being returned and replaced.